Event description:
It was reported the patient¿s battery failed after six years and was replaced. It was noted the device never controlled the patient¿s lumbar or sacroiliac joint pain.

Manufacturer narrative:
Concomitant products: product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, explanted: (b)(46) 2011, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2011, product type: extension. Product ID: 389033, lot# j0301159v, implanted: (B)(6) 2003, explanted: (B)(6) 2011, product type: lead. Product ID: 389033, lot# j0306931v, implanted: (B)(6) 2003, explanted: (B)(6) 2011, product type: lead. (B)(4).